Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin needle and syringe. The customer reports "after activating safety mechanism, attempted to put in sharps box, needle slipped in hand and stuck right thumb."